Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with a 375cc mentor memorygel breast implant and experienced left-sided grade IV capsular contracture and rupture postoperatively. The patient started to experience left-sided breast pain approximately 2 years ago. Mammogram performed on (B)(6)2021 indicated left-sided calcification. As a result, the patient underwent bilateral removal and replacement with two 375cc mentor memorygel breast implant prostheses (catalog #: smhx375, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6)2022. Upon explantation, the left-sided device was found to be ruptured. The event date was estimated as (B)(6)2018 based on available information.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-mar-2022, the suspected medical device was returned for evaluation. On 8-apr-2022, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two parts. Additionally, an area of shell abrasion was noted on the edge of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).